Event description:
It was reported that the zimmer air dermatome handpiece had a black knob with a loose connection. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/09/2000 and has no previous repair history at zimmer surgical. Eval revealed that the reciprocating arm was able to be manually manipulated laterally. It was noted that the device was erratic and made a high pitch noise along with making vibrations that made the width plate screws untighten. Prior to repair, the device was within calibration specifications at all tested thickness settings. Also, the e-ring was missing on the needle bearing. Repair of the device included replacement of the e-ring, head, control bar, all four width plates, control shaft, screwdriver and standard repair parts. In post repair analysis, the motor was inspected but no issues were observed. The device has not been returned to zimmer surgical for maintenance or repair since its MFR 14 years ago. Lack of preventative maintenance and improper handling by the user most likely caused the missing e-ring from the needle bearing. The missing e-ring could have contributed to the loose reciprocating arm, leading to the customer's reported event. The device was serviced and returned to the customer.